Manufacturer narrative:
The estradiol reagent lot was 816576, and the fsh reagent lot was 813861. The expiration dates were not provided. The field service representative performed checks, and no abnormalities were found. The investigation is ongoing.

Event description:
There was an allegation of questionable results for 2 patient sample on a cobas e 411 analyzer (rack system). Results for the following assays were affected: elecsys fsh and elecsys estradiol iii. Patient 1 the initial fsh result was 0.3 miu/ml, and the repeated results were 12.95 miu/ml and 0.3 miu/ml. The sample was retested in another laboratory, and the fsh result was < 0.1 miu/ml. Patient 2 the initial estradiol result was 5.0 pg/ml, and the repeated results were 48.08 pg/ml and 5.0 pg/ml. The initial fsh result was 0.3 miu/ml, and the repeated results were 8.96 miu/ml and 0.3 miu/ml. The sample was retested in another laboratory, and the estradiol result was 34.1 pg/ml and the fsh result was < 0.1 miu/ml.

Manufacturer narrative:
The patient samples were investigated. The investigation results were: patient 1: the fsh results were < 0.300 miu/ml, < 0.300 miu/ml, and < 0.300 miu/ml. Patient 2: the e2 results were < 5.00 pg/ml, < 5.00 pg/ml, < 5.00 pg/ml, and 0.61 pg/ml. The fsh results were < 0.300 miu/ml, < 0.300 miu/ml, and < 0.300 miu/ml. The qc was acceptable. A general reagent issue was excluded. A pre-analytical handling issue could not be excluded. The investigation did not identify a product problem. The investigation did not identify a specific cause of the event.